Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determined the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an unspecified spinal procedure at t3-l4 using posterior pedicle screw fixation. Two months post-op, the pt underwent a revision surgery due to bilateral loosening of the distal screws. The screws were not retained.